Manufacturer narrative:
The unit has returned and the investigation is still in progress. A supplemental report will be provided when the eval is completed.

Event description:
(B)(4).

Manufacturer narrative:
The customer stated that the central monitoring system (cns) reboots on its own. It has done this twice within the 10 minutes. Upon reboot, it makes a loud beeping sound and after that the cns starts normally. The unit was evaluated and the reported problems could not be duplicated. The unit completed all steps in the maintenance check sheet of service manual and performed extended test for a day with bedside monitors, printer, and recorder. The device was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.